Event description:
Per the clinic, the patient experienced an infection with pain sensation around the implant side. Treatment with antibiotics (type not reported) is ongoing and the healing process will be observed. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported) and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed july 4, 2014. Device not yet received by manufacturer.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed september 12, 2014.